Event description:
Customer states that she was unable to use the device due to the drum compartment door not closing. She states that she felt high blood glucose symptoms: disoriented and semi-conscious. She states that she ate with assistance to feel better. The incident occurred around dinner. The last insulin injection was the previous night at midnight. Customer tested at lunch the day of the incident with a result of 120mg/dl. Requested return of suspect device and replacement was sent.